Event description:
As reported, when connecting the hemosphere oximetry cable to the patient, the svo2 (mixed venous oxygen saturation) values were 20 higher than expected. The values were compared with a blood gas analysis (abg) that indicated a value of 50, while the hemosphere oximetry cable showed a value of 70%. The cable was replaced with another one, and the values obtained were correct. No further information available. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9 updated section h6 (impact code),h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). One hemosphere oximetry cable was received for a full examination. The report of inaccurate values was unable to be confirmed. Firstly, no defects were found during visual inspection. As received, the oximetry cable was connected to a kgu (known good unit) monitor and using a kgu (known good unit) swan ganz catheter and no issues were found. In addition, the diagnostic logs were extracted and further reviewed by the engineers, but no issues were found registered on the date of the event. Based on the logs review, there were values were showed on 3rd and 4th of march, but there were no issues registered and values were within range. Finally, the oximetry cable passed the functional test and run-in test successfully. Since no defect was found on the returned device, no cause could be determined.